Event description:
It has been reported to philips that the computer does not turn on. The device was not in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the equipment or the computer did not turn on. Due to the recent power outage, stop button was used with no result and procedure was aborted. The philips filed service engineer performed functional analysis and identified that ups and ny16 module were damaged. To resolve the issue identified, the fse performed troubleshooting and replaced the pdu fan tray, dcps and ups. After replacement of the pdu fan tray, dcps and ups, the system was returned to good working condition. The codes were updated based on the investigation outcome.